Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working wall outlet, and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer left pump connected to wall adapter for an extended period, after which pump began charging, and no further assistance was required.